Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device battery had eight years remaining a year ago then went down to seven and half years remaining after several months and then recently showed six and a half years remaining. Boston scientific technical services (ts) noted no changes to pacing percentages or output in the past year. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device battery had eight years remaining a year ago then went down to seven and half years remaining after several months and then recently showed six and a half years remaining. Boston scientific technical services (ts) noted no changes to pacing percentages or output in the past year. To date, this device remains in service. No adverse patient effects were reported.